Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and often required multiple presses to turn on pump screen, even after pump was removed from case and caller followed button-pressing instructions. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to troubleshoot button issue, removed pump from case, and continued to experience difficulty, so pump was confirmed within warranty and replacement pump was arranged, and problematic pump was planned for return.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.